Manufacturer narrative:
T:slim x2 user guide states that always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate due to forgetting to change the time a few days ago. Customer was able to successfully adjust the pump time settings. Customer's blood glucose level was not impacted.